Event description:
The customer reported that the system is not doing subtraction, it stopped in the middle of the cine. The customer had to switch the system in order to finish up the case.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use. Substraction mode.